Event description:
It was reported that, during delivery, pt's uterus ruptured, resulting in the expulsion of the fetus into the pt's abdomen. There was permanent injury to the child. Customer alleges there were two instances in which low fetal heart rate did not activate an alarm during labor and delivery. Customer also alleges that the lack of data alarm defaulting to an inactive mode contributed to serious injury.